Event description:
It was reported that the patients ipg was bothersome and depleted. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089094/7089571.